Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be identified, the suggested event most likely occurred due an abnormality the ultrasonic connection board. Olympus will continue to monitor field performance for this device. .

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented parts of the ultrasonic image not visible. This event occurred during reprocessing. There were no reports of patient involvement.